Event description:
Related manufacturer reference number: 2017865-2022-01980. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited low pacing impedance. Noise oversensing and decreased sensitivity was also noted on the lead. The lead was capped and pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable.